Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no audio or beep anomaly, no frozen screen and no unexpected low battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a constant tone. The blood glucose reading was 112 mg/dl. The customer inserted a new battery and the alarm was not resolved. The customer was advised to remove the battery for two hours and revert to a back up plan during the insulin pump rest. After the rest period, the customer called back to report that none of the new batteries he inserted worked and normal function of the insulin pump did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.